Event description:
The customer reported that the insulin pump and insulin squirted out during the manual prime process. The blood glucose reading was 180mg/dl. The caller mentioned that the device was stuck in the prime loop and the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.